Manufacturer narrative:
Isi received the tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis neither replicated nor confirmed the reported issue. The tip cover accessory was inspected and no physical damage was found. Based on the information provided at this time, this complaint is being reported because the tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended foreign objects falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip cover accessory to fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tip cover accessory for a monopolar curved scissors instrument slipped off and fell into the patient¿s abdominal cavity. The procedure was completed with a backup tip cover accessory and there was no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon noticed that the tip cover accessory was missing when using the associated monopolar curved scissors instrument to grasp tissue. The tip cover accessory was retrieved laparoscopically during the same procedure. There was no report of a lubricant being used on the instrument. It was reported that the tip cover accessory fell into the patient after ten minutes of use. The customer reported that the instrument did not come into contact with another instrument or hard material. The customer reported that the instrument was inspected prior to use. No post operative tests were performed and no complications were reported.